Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the operator had a used needle stick while replacing the safety shield over the needle on a bd vacutainer safety-lok blood collection set. This constitutes serious injury since the device operator could be exposed to blood borne pathogens. No medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the operator had a used needle stick while replacing the safety shield over the needle on a bd vacutainer® safety-lok¿ blood collection set. This constitutes serious injury since the device operator could be exposed to blood borne pathogens. No medical intervention was reported.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the operator had a used needle stick while replacing the safety shield over the needle on a bd vacutainer® safety-lok¿ blood collection set. This constitutes serious injury since the device operator could be exposed to blood borne pathogens. No medical intervention was reported.